Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) pacing lead had a higher unipolar than biplolar impedance and that the impedance had steadily been decreasing since implant. The lead remains in use. It was later reported that there was a lead monitor warning for the rv lead. The rv lead had increased thresholds and the bipolar lead impedance was 144 ohms and the unipolar impedance was 255 ohms. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular pacing lead had a higher unipolar than biplolar impedance and that the impedance had steadily been decreasing since implant. The lead remains in use. No patient complications have been reported as a result of this event.